Manufacturer narrative:
E.1. Address was not located and il was used. Investigation summary: no product or photo was returned by the customer. The customer complaint of loose component - leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# my8003 and lot# 24036107 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25mar2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
Material #:my8003, batch#:24036107. It was reported that the bd texium needle-free syringe, 3 ml was loose resulting in leak. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Patient was receiving velcade injection. Towards the end of the injection about 3 drops of medication came from the texium cap, between the cap and the needle connection. Needle would not screw on any tighter and was on straight. Item -my8003, lot -24036107.